Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. No frozen screen noted. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad froze when attempting to check the sensor reading. He stated that he removed the battery and replaced it and then received a button error alarm. The blood glucose reading was 267 mg/dl. Customer stated that he treated for the high blood glucose before he started to experience issues with the insulin pump. Nothing further was reported.